Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The customer verified all cables and connections were appropriate and secure. They attempted to assist in switching over to the fluid lumen for alternate arterial pressure (ap) access, but the correct cable was not on the unit. They noted that they were going to get the correct cable. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Additional information - describe event or problem, other relevant history, concomitant products, event site email. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately 18 hours of intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. It was noted that the patient was being transferred from the critical care bed to a stretcher/ ambulance when the issue occurred. The customer verified all cables and connections were appropriate and secure. They attempted to assist in switching over to the fluid lumen for alternate arterial pressure (ap) access, but the correct cable was not on the unit. They noted that they were going to get the correct cable. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).